Event description:
It was reported that the pump battery was completely drained during power on. During physical inspection, it was found that there was error code 41786, related to the main board. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error code 41786. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the main board. As a result, the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.